Manufacturer narrative:
Added information to section b5 (describe event), d6a. (Implant date) and h6 (investigation findings and investigation conclusions) h11. Additional narrative/data. The device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including chronic kidney disease.

Event description:
As reported by edwards lifesciences affiliate in switzerland, a 65-year-old patient with a valve model 3300tfx23 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of four (4) years and nine (9) months due to calcification leading to severe stenosis (mean gradient 38mmhg). The patient presented with dyspnea. A 26mm transcatheter heart valve was successfully implanted within the surgical device with no reported complications. The patient was noted as to be discharged home.

Event description:
Edwards received notification that a 65-year-old patient with a valve model 3300tfx23 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately four (4) years and nine (9) months due to calcification leading to severe stenosis (mean gradient 38mmhg). The patient presented with dyspnea. A 26mm transcatheter heart valve was successfully implanted within the surgical device with no reported complications. The patient was noted as to be discharged home.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.